Event description:
The reporter stated that the surgeon was attempting to insert the lens and the lens got stuck while advancing in the cartridge. No patient contact. The reporter stated, the incident was due to a loading error.

Manufacturer narrative:
(B)(4): evaluation: results: visual inspection of the returned product showed a haptic was bent and a dark surgical residue on the lens. (B)(4).